Event description:
As reported, sealant was not delivered and got stuck to the 6/7f mynx grip device following deployment. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sealant was not delivered and got stuck to the 6/7f mynx grip device following deployment. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant was not delivered and got stuck to the 5f mynxgrip device following deployment. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. It was reported that "sealant was not delivered and got stuck to the 5f mynx grip device following deployment." However, the advancer tube was on the catheter shaft with the sealant covering the balloon proximal tip as received. The condition of the returned device indicates an incomplete removal of the device. The syringe and procedure sheath were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to the proximal tamp lock. A product history record (phr) review of lot f2035103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "sealant stuck to device components" was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as not correctly following the IFU, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place while withdrawing the balloon catheter through the advancer tube lumen and/or a proper position of the tamping tube was not maintained during catheter removal, these elements could cause the sealant to be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, sealant was not delivered and got stuck to the 5f mynx grip device following deployment. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.